Event description:
It was reported that ¿the pump is tipped forward slightly¿ via the healthcare provider (hcp). No symptoms were reported as related to this event. The device system delivered gablofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).